Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, a (B)(6) female patient contacted zoll customer support to report that the patient was experiencing a skin irritation with open wounds. There was no further follow-up information on the condition of the irritated area.

Manufacturer narrative:
Device evaluation summary - biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.